Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient programmer had poor communication and was showing a poor communication screen. The recharger would not communicate with the implantable neurostimulator (ins) and the patient could not charge their ins. The patient last felt stimulation a couple of days prior to the report but the last successful recharging session was 4 weeks ago. It was noted that the patient's settings were low and they didn't use a lot of battery. The patient was indicated for complex regional pain syndrome type ii. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.